Event description:
The manufacturer was contacted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the machine shocked her during use at night however she was not using this device at home when the issue occured but it was also on a nightstand. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown dust contaminant on the flip doors, top enclosure, rear panel, ui panel, pca, bottom enclosure, inside iso port, blower, blower box, and blower seal. Pil observed black hairlike contaminant on the flip doors, top enclosure, ui panel, rear panel, and bottom enclosure. There were no error logged. Pil is unable to directly address any symptoms. Pil cannot confirm the complaint of device shocking patient.